Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Only a partial lead was returned, measuring 18.7 cm from the connector pin.

Event description:
It was reported that multiple inappropriate shocks were delivered consecutively due to oversensing. The lead was explanted. At explant, lead fracture was observed.